Event description:
It was reported that balloon rupture occurred. The 90% stenosed, chronic totally occluded target lesion was located in the severely tortuous and severely calcified right coronary artery. After the guidewire passed the lesion, a 4.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a non-boston scientific device. No patient complications were reported.